Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding another patient who was receiving an unknown drug via an implantable pump. The patient reported that approximately 3 yrs ago they may have heard of a patient that allowed her pump to run dry and the patient died. There were no symptoms mentioned. The patient was unsure of whether this was true and stated that it could have been a "scare tactic" so her pump did not run dry, reportedly the health care professional told her to make sure that her pump does not run dry. At the time of this report, the patient did not have further information and would not have further information in the future